Manufacturer narrative:
Additional explanted device details: 2x leads from the same lot number. Cls: brand name - evoke closed loop stimulator (cls), model: 102901, catalog#: 3042, serial number: (B)(6).

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system, was evaluated for possible infection of the midline incision site. The evoke scs system was explanted and the midline incision site was washed out. Post-explant, the patient remained under observation and was confirmed to be recovering.